Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: reporters phone number was not provided. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device was generating heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the neuro-tip was damaged, the cutting bar could not be inserted, there was bearing damage, and the bearing dropped out. It was further determined that the device failed pretest for visual assessment and cutter insertion assessment. The assignable root cause of these conditions was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the inner parts of the craniotome device dropped off and the device was generating heat. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.